Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to perform several troubleshooting steps involving the tubing and cartridge. Despite being informed about the potential effect on insulin on board (iob), the customer decided not to continue troubleshooting and chose to change her supplies, infusion set, and cartridge. She declined further assistance during the supply changes and opted not to receive additional support offered by the technical support team. The case was subsequently closed.